Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 and h4. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part number: 03.019.006-us. Lot number: 254p168. Manufacturing site: hägendorf. Release to warehouse date: 12-oct-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a humeral nailing using the depuy synthes multiloc humeral nail system the surgeon tried to rotate the nail by turning the insertion handle and the nail broke at the proximal tip and the insertion handle was damaged. No fragments were generated. Another set was opened to use. There was a 15 minute surgical delay. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.